Manufacturer narrative:
(B)(4). Manufacturer report# correction: this is a supplemental report to MDR 2031642-2015-01543. The FDA registration number initially chosen was incorrect.

Event description:
The customer reported that the device is beeping.